Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Additionally, the objective lens adhesive joint is peeling. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of this complaint is degradation and component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the endoeye flex 3d deflectable videoscope light intensity adjustment is not working properly, sometimes making it too bright. Also, moving the root of the cord sometimes causes image distortion all during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.